Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden increase in the pacing impedances measuring above 3000 ohms on the right atrial (ra) lead channel. It was also noted that there was noise oversensing as well on this lead channel. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden increase in the pacing impedances measuring above 3000 ohms on the right atrial (ra) lead channel. It was also noted that there was noise oversensing as well on this lead channel. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this system continues to exhibit noise oversensing on the ra channel. During a recorded ventricular tachycardia (vt) episode, inappropriate anti-tachycardia pacing was delivered. Technical services (ts) was consulted to confirm if the recorded episode presented atrial fibrillation, however due to the known noise from previous episodes, it could not be confirmed whether there was noise oversensing or an atrial fibrillation. It was also noted that the parameters were reprogrammed to turn ra channel pacing off. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product remains implanted and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.